Event description:
It was reported that the ventricular lead exhibited loss of capture. Images revealed that the lead had migrated and perforated the patient. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.